Event description:
Information received with return of the device notes that the pacer "failed telemetry." It was reset to the shipping configu ration, but upon interrogation, failed again.

Manufacturer narrative:
High current drain; the device was reset and current drain returned to normal. The cause for the high current drain could not be determined.